Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 21 years and 10 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm aortic bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.